Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: specify surescan, product ID: 977c165 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2024, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). Caller reports, the patient has an infection in their spine and needs an MRI. Caller is unsure, if it is related to the stimulator or not. They are unsure, when this began. Technical services transferred caller to national answering service (nas) at their request. On 2024-nov-13, the patient reported, there was a device infection and the system was explanted and discarded. The issue was resolved with explant. The rep noted, they would submit any new information that becomes available.